Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced skin irritation at his infusion site. The patient went to the doctor due to itching and burning at the site and received a prescription for a hydrocortisone cream. The infusion set was requested to be returned for product evaluation.